Manufacturer narrative:
(B(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient experienced a skin reaction with itching and a rash that extended beyond the patch perimeter. The area was prepared with alcohol before placing the sensor on the body. The patient reported that the day prior to the report, she removed the sensor from the left abdomen at it started to have a rash and had pus coming out. She consulted with her doctor and was advised to take augmentin 87mg 2x a day beginning the day prior to the report. At the time of the report, the left abdomen skin was still itchy but the rash was subsiding. No additional patient or event information is available.